Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels ranging from 50-70 mg/dl. Bg cause was not known. Customer declined to provide further information or undergo troubleshooting for the event.